Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be exhibiting loss of capture (loc) on the right atrial (ra) lead channel. No adverse patient effects were reported. The health care professional (hcp) opted to continue to monitor. This system remains in service.